Event description:
Blender will not go below 55 % o2.

Manufacturer narrative:
The viasys service dept tech evaluated the blender and was unable to reproduce the reported event. Thus, no root cause was determined. The viasys service dept tech ran the blender thru a complete calibration and checkout to ensure that the blender meets all factory specifications. No component and symptom trend has been identified and this event is considered to be an isolated incident. There are no corrective and/or preventative measures at present.